Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device had difficulty extending and retracting. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The reporter's complete address was not provided. The device manufacture date was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the impactor device would automatically go into reverse mode after impacting. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial medwatch that the date of manufacture was unknown. The date is dec 26, 2018. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.